Event description:
It was reported that a surgeon using synthecel® dura repair (3" x 3")sterile for a craniotomy applied tension on the implant while adding sutures causing the a tear/rip through the implant tissue. The surgeon opted to use another tissue implant; one that allowed pressure while doing the sutures. The surgery was successfully completed with a 1 minute delay and no harm to the patient. Patient outcome was reported as ¿fine¿. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Complaint product was not implanted. Another product was used. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.